Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus europa se & co. Kg (oekg). The reported phenomenon was duplicated during the incoming inspection by oekg. Oekg found that there was water leak in the camera connector and corrosion at the electrical contacts in the video connector of the subject device. In addition, oekg found that there were traces of water ingress in the main body of the subject device and therefore, the focus control switch and the zoom control switch were malfunctioned due to corrosion. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection results, there is the possibility that the corrosion in the camera connector attributed to the reported phenomenon.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.